Event description:
I have been experiencing pain in my left hip, which was the site of a hip arthroplasty performed in (B)(6) 2006. Over the years, my symptoms have been inconsistent - some days I was unable to walk, while other days I experienced no pain at all. After thorough due diligence and ongoing pain, I am scheduled for a revision hip arthroplasty on (B)(6) 2026. The procedure is necessary due to complications associated with my zimmer implant, which may be subject to an FDA recall. However, the exact model and serial number cannot be confirmed until the implant is removed during surgery, as this information does not appear to be documented in my medical records. The manufacturer is known to be zimmer -- possibly the zimmer durom cup or a zimmer biomet product. Blood tests have returned abnormal results, specifically elevated levels of chromium and cobalt -- metals associated with implant wear and failure. Additionally, imaging has revealed a screw that is too long. Extensive supporting documentation is available, including mris, CT scans, x-rays, and blood test results. My revision surgery will be performed by dr. (B)(6) at (B)(6) medical center, located at (B)(6). She can be reached at (B)(6).